Manufacturer narrative:
The olympus field service engineer (fse) conducted an onsite inspection after the reported event. The subject device was inspected. The device inspection found no damage on the unit. All tests performed found normal, unit passed the electrical and safety test and software attributes verified. Based on test and inspection performed by fse, there was no issue found on the device. The device found normal and no issues noted. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an unknown procedure the soltive caught on fire. The intended procedure was completed using another fiber. There was no patient injury, no user injury reported due to the event. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The reported incident is related to the laser fiber and has no evidence to suggest it is related to the laser console. The console has not been returned, a physical inspection could not be performed. A DHR (device history record) review has been performed and concluded that there were no nonconformance's during the manufacturing of this console. Olympus will continue to monitor complaints for this device.